Event description:
Reporter indicated a vns therapy pt presented with high lead impedance on a system diagnostic test. The physician did not know if the pt is feeling stimulation because the pt is non-verbal. The last good diagnostic results were at the pt's last visit. The pt is not experiencing any clinical symptoms. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.